Manufacturer narrative:
The lab evaluation indicated that the complaint of a balloon leakage of the gastrostomy tube was confirmed.

Event description:
Complainant reported leakage from the balloon of a gastrostomy tube. There was no report of serious injury or illness associated with this complaint. No additional patient information was provided.